Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 242.4030. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 242.4030. Technical support-ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. Recommended to replace the ail sensor. Gave part number and biomed will order part. A review of the device history record showed the device had a manufacture date of 08/09/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
The customer reported error code 242.4030. No patient involvement.